Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas after announcing a usual meal size instead of a larger-than-usual meal at breakfast, with a highest confirmed blood glucose of 306 mg/dl about 50 minutes after the meal; the user was using a steel infusion set in the abdomen, and a newly inserted g7 cgm was in warmup. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention or hospitalization, and the user was advised to allow automated correction to bring glucose back into range and to call back if not in range within two hours. Investigation included review of use conditions, reported glucose values, infusion set location, and cgm status. Investigation of this case revealed user-initiated dosing error related to incorrect meal announcement while the automated system provided correction dosing as designed, with no evidence of pump or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect meal size announcement leading to transient hyperglycemia, with device performance as expected.